Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient injury reported.